Event description:
During a routine check of the console, there were error messages on self test. There was no pt involvement. Evaluation found that a connector on the flow transducer had tarnished and spread apart pins. This was corrected and the console performed according to specifications.